Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
It was reported that a crystalens iol was explanted from the patient's left eye due to glare, lens vaulting, and gradual change in distance vision. The iol was replaced with a different model/power iol. The lens vaulting was first noticed on (B)(6) 2011. Per the information received, the explanted lens is not available for evaluation as it was discarded by the customer. According to the surgeon, the most likely cause of the event was due to lens vaulting and surgical maneuver could not correct the lens' position. The patient's preoperative bcva was 20/80 and postoperative bcva is 20/30+2 as of (B)(6) 2011. The patient's current prognosis is good.